Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient was feeling very strong internal pain at the implant site. It especially hurt when they lay down in bed. The caller wondered if this pain could cause some sort of permanent damage. It stated in (B)(6) 2018 2.5 weeks prior to the report. It was reported that the stimulator was no longer working. The caller reported that they needed assistance to see what they could do to have it repaired. No further complications were reported.